Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada and there was no indication of a device malfunction. The device passed full functionality testing using the returned multifunction cable and paddles without duplicating the report. The device was recertified and returned to the customer. Review of the activity log does not show stat padz being used. Instead, it shows paddles were connected and 30 joule self tests being performed. There was no evidence of padz being used. The date/time of the event does not match any of the log sequences. The reported number of charge attempts does not align with the customer report. There were no critical errors related to defib found in the log. The log review suggests that the reported event did not occur with this r series device. Analysis of reports of this type has not identified an increase in trend.